Manufacturer narrative:
UDI was updated. Device manufacturing date was updated. The suspect axiem emitter table top was returned for evaluation. There was no fault found with the device and it functioned as expected.

Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case, the surgeon was complaining of difficulty tracking instruments with the flat panel detector (emitter). It was noted the flat panel detector had reduced field. It was further confirmed the same day that the issue occurred during verification and after while tracking with the instruments that were able to get registered. It was noted the straight suction would not register. There was no impact to the patient outcome and less than an hour delay due to the reported issue.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be duplicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.